Event description:
I had lasik surgery on my left eye on (B)(6) 2016, and had only minor side effects but then on (B)(6) 2016, I had surgery in the right eye and the problems started soon after. Last week I went to see my optometrist, the one who referred me to the eye surgeon for lasik because I am suffering from flashes, floaters, and weird stuff in my right eye, the eye that was done last. I also get pain in the eye and feel pressure. My optometrist, not the physician who did the lasik, examined me last friday and said it had to do with migraines. I have never had a migraine. Last night, I could not sleep because of the discomfort and because I worked as a research analyst most of my life, I research the problem and voila here it is.